Manufacturer narrative:
.

Event description:
It was reported that patient presented into the clinic with non-sustained right ventricular oversensing episodes. Data revealed myopotential oversensing. Oversensing was reproducible with deep breaths and forced coughing. Programming change was made. Patient was in stable condition.